Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. 11/1/2023 is our estimated date of event. H3 other: device not returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has a damaged pole clamp. There was no patient involvement and no patient harm/adverse event reported. Event discovered during preventative maintenance.

Manufacturer narrative:
H6. Evaluation codes: updated. Product was not returned, and no photographic evidence was provided to aid in this investigation. As a result, product evaluation and problem confirmation cannot be performed. Based on review of service history and information provided by the customer, we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.